Manufacturer narrative:
Product analysis: analysis was unable to confirm that the programmer froze while in use, the programmer passed incoming tests. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stopped working and froze during a patient check. The programmer was returned for service. No patient complications have been reported as a result of this event.